Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer's blood glucose value was 156 mg/dl. Customer stated that there was no response from any button. Customer reported that the keypad was not responding last week and she did not "thought" that it was an issue but she noticed the problem earlier when she was unable to deliver her bolus right way because the keypad was not responding. The device will be return for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed self test and displacement test.